Event description:
It was reported by service report that the left headend siderail was broken and would not latch into position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: left headend siderail had to be replaced.